Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation: evaluation: a review of the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) detail proper catheter maintenance by noting that the catheter entry site must be prepared and maintained in a manner consistent with standard procedure for central venous catheterization. The document further states the limits to the injection pressure to ensure the catheter does not undergo excessive pressure or flow rates. The user is instructed to inspect the device prior to use to ensure that no damage has occurred. A review of the device history record was unable to be completed due to the lot information being unknown. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be determined. The catheter could have experienced excessive forces due to injection or handling, causing the failure of the tubing material. The cause of these failures was likely due to unknown issues with catheter maintenance from the user or the patient. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d1: rpn and lot information was not definitively provided by literature. Reported failures could have been described as cook spectrum silicone 4 french single-lumen PICC, a cook spectrum turbo-ject 5 french double-lumen, spectrum silicone 6 french double-lumen catheters. D2b: pro code: rpn and lot information was not provided by literature. Products information provided by the literature could describe a pro code of ljs or foz. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [baskin literature source_retro cohort study.pdf]

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
During a pediatric retrospective cohort study comparing antibiotic impregnated and traditional catheters, a total of seven mechanical complications were reported among catheters that were placed between two study groups of pediatric patients with an increased risk of venous catheter related infections. These complications included catheter fractures (n=4), catheter occlusion, catheter malposition and superficial venous thrombosis. This report captures the four catheters that had fractured during the study.